Event description:
During angioplasty procedure, staff encountered difficulty advancing balloon catheter. Because of the difficulty, catheter was removed and examined and found to have a split approx 4 cm from distal wire port. Procedure successfully completed with another catheter.